Event description:
As reported via legal documentation, on or about (B)(6) 2019, this patient underwent a right total knee arthroplasty due to osteoarthritis in his right knee. At some point afterward, the patient presented to their doctor for an evaluation of his right knee, as he had been complaining of mechanical complications and chronic pain. On or about (B)(6)2022, the patient underwent revision surgery of his right knee due to implant loosening and significant synovitis. During the revision surgery, the surgeon noted that there was "inflammatory synovitis involving the suprapatellar pouch, medial and lateral gutter" and that there was "some erosion affecting the medial and lateral aspect of the polyethylene liner" the subsequent post-operative diagnosis confirmed that the plaintiff's right total knee arthroplasty failed due to significant loosening, which is related to the failure in the polyethylene. There is no other patient demographic or medical history available. There is no further information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6), 02-012-49-4009 - logic cr tib insert slope++, sz 4, 9mm. (B)(6), 200-02-38 - three peg patella 38mm. G4. 510k: k123687 k140302.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1/d2a/d2b, d4, h4, h6 (b codes) PMA 510k cannot be determined; device is unknown UDI #, serial #, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.